Event description:
The customer reported that during fluoro, the screen went blank. Thus, loss of live image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The image intensifier power supply b353 was replaced. The system was tested and found to be working as intended and put back into service.